Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. No code available' was selected as there was a delay greater than 30 minutes on the surgery due to this event.

Event description:
Surgeon reported that he could not retrieve images from the pacs. He stated that he attempted to retrieve images from 4 different ports within the or and that none of the ports worked. He stated that this has caused a 1 hour delay.

Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. Investigation of the data log files confirmed a first crash occurred when the user attempted to load CT scans from pacs due to the a known design defect. It also indicated that afterwards series were rejected because the information on pixel dimensions was unreadable by the software. The cause for this unfound information cannot be determined due to the dicom not available for investigation.

Event description:
Surgeon reported that he could not retrieve images from the pacs. He stated that he attempted to retrieve images from 4 different ports within the or and that none of the ports worked. He stated that this has caused a 1 hour delay.